Manufacturer narrative:
The event unit was returned for evaluation. Engineering was unable to consistently replicate the customer's experience. The firing of the first clip resulted in a misfire, but all subsequent firings resulted in fully formed clips. The exact root cause of the event is unknown. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device and process enhancements intended to further minimize the potential for this type of event to reoccur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "this stapler misfired 5 times." Patient status - "case was completed. Patient went to recovery."